Event description:
The customer reported that she is received a threshold suspend alert when her blood glucose level was higher than 50. The customer's blood glucose level was 143 mg/dl while her sugar level 50 mg/dl. Troubleshooting for sugar glucose versus blood glucose was conducted. The customer was also receiving sensor alerts. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.